Event description:
It was reported that customer experienced continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance from technical support, confirmed error did not recur, and successfully started new sensor session.